Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their reservoir was broken. Customer also reported missing pieces from their insulin pump and a missing o-ring from the reservoir compartment. Customer's blood glucose was 156 mg/dl. The customer was advised to revert to a back-up plan while their insulin pump was being replaced. Customer will be returning their insulin pump for analysis.

Manufacturer narrative:
The insulin pump received with broken reservoir tube lip, reservoir tube missing o-ring, broken battery tube threads, minor scratched lcd window, scratched reservoir tube window, cracked reservoir tube window, cracked reservoir tube, and cracked case at the reservoir tube window corner.